Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during an sclerotherapy procedure performed on (B)(6) 2010. According to the complainant, the physician performed an injection and when the needle was pulled back into the catheter it appeared bent. Upon advancing again, the needle punctured the side of the sheath. The physician pulled the needle back into the catheter and removed the device. At this time, the procedure was considered completed. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Exact patient age is unknown but is (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).